Event description:
During cardiac surgery with pt on heart-lung bypass machine there was a decrease in volume. Air and pressure noted in venous line. Arterial line was clamped, pump shut off, and venous line was unhooked. Line refilled with saline. Pt put back on bypass machine. Case was completed. Pt remained in a comatose state until death on 1/23/95.